Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and stated the patient was doing very well. The macular edema disappeared after three weeks of treatment with nonsteroidal anti-inflammatory drugs (nsaids) and carbonic anhydrase inhibitor. It was irvinn-gass syndrome (pseudophakic cystoid macular edema).

Event description:
A physician reported that after trabecular stent implantation, the patient experienced inflammation since surgery. Approximately 6 weeks after surgery, the patient was diagnosed with macular edema. The stent was remained implanted. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was added in h.3.,h.6. And h.11. A sample was not received at the investigation site for evaluation for the report of inflammation and macular edema; therefore, the condition of the product could not be verified. The reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The physician would like info regarding the risk of macular oedema associated with the placement of a stent and whether surgeons are changing their post-operative treatment by increasing anti-inflammatory medication. In the literature, stent misplacement occurs infrequently, but macular edema resulting from misplacement is rare. There may only be an association of stent misplacement with macular edema. There are 2 case report articles that describe this (attached). They seem to involve irritation to the iris by the stent, and a properly-placed stent should not contact the iris; this is just a common feature of the patients reported in these articles. Since the incidence is quite low, there is no established treatment pathway as requested by the doctor, but a course of anti-inflammatory medication was utilized in the case series articles that are attached. In one article, the stent was retained in place - in the other article, all of the stents were explanted. The manufacturer internal reference number is: (B)(4).